Event description:
Per raised with minimal info: the customer reported via the sales rep that during the procedure, the split sphere from a mantis rod inserter separated from the main body of the instrument. It was further reported that initially the customer believed the sphere had fallen onto the floor, however following post-operative x-rays, the customer now believes that the split sphere may have fallen into and remains in the pt. It is further reported that the surgeon has requested an urgent risk assessment to determine whether the pt should be revised to remove the split-sphere.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.